Event description:
The facility rep reported "overinfusion; 12 hr heparin delivered in 90 minutes" on a flogard pump during pt use. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was available.

Manufacturer narrative:
Eval summary: the pump was evaluated by a baxter service technician. The reported condition of the over-infusion was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.